Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. H11: the devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq syringe pumps were not infusing as expected and leading to patient harm and intervention. There were no specific event details provided regarding adverse events or intervention that was needed. No further information is available.